Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to deliver a bolus, but estimated the carbohydrates incorrectly. Reportedly, customer experienced an elevated blood glucose (bg) level of 357 (mg/dl) due to overeating the previous night. During troubleshooting with tandem technical support, customer was guided through setting up a bolus override and delivered a bolus. Troubleshooting for high bg level was declined as customer knew it was caused by overeating.